Manufacturer narrative:
D10. Concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n5m1270y). Egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5f1136s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic single-port thoracoscopic left upper lobectomy, while dividing the interlobar fissure, two reloads did not form proper b-shaped staples and the staple lines were incomplete distally. The surgical time was extended by 30 minutes or more. Laparoscopic manual suturing was performed to repair the incomplete staple line and complete the procedure.